Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an aortic valve replacement surgery on (B)(6) 2021 and the suture was used. During surgery, the needle was detached from the suture immediately during use. It was not a control release needle. Another product with other lot number was used without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to FDA: 03/19/2021. H3 analysis summary: visual analysis of the returned sample determined that five unopened samples of product code 8557h were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. H6 component code: g07002 - unopened samples. A manufacturing record evaluation was performed for the finished device batch qebbhs, 8557h15 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.